Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali filter kit. The denali filter kit included one pusher catheter, one filter storage tube with a filter loaded into it and one touhy borst adapter. Product packaging and label were returned, and product information was verified with tw. During visual evaluation, the pusher wire was noted to be detached from the pusher catheter. On functional testing, an in-house mandrel was used to deploy the filter from the filter storage tube. Resistance was felt during test. Filter deployed successfully after two attempts. The filter exited the proximal end of the filter storage tube. Filter limbs were present, and no filter legs were noted to be crossed. Remaining portion of the pusher wire was also deployed. Residue was noted throughout. Two electronic photo was provided and review. The first photo shows that the touhy-borst adapter and storage tube, the filter was shown in the tube also the second photo shows the sheath. And the second photo shows the pusher wire was noted to be detached from the pusher catheter. Therefore, based on the photo review the reported activation failure including expansion failures cannot be confirmed, and the detachment of device or device component can be confirmed. Therefore, the investigation is inconclusive for the reported activation failure including expansion failures as the conditions of use cannot be recreated. The investigation is identified and confirmed for the detachment of device or device component as the pusher wire was noted to be detached from the pusher catheter. A definitive root cause for the reported activation failure including expansion failures, identified detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure via the left common femoral vein, the filter allegedly unable to be expanded after it had been pushed into the inferior vena cava. Reportedly, it was retrieved and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly unable to be expand after it had been pushed into the inferior vena cava. Reportedly, it was retrieved and the procedure was completed using another device. There was no reported patient injury.